Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later patient reported suspected rupture is the reason for removal. This record is for the left side. The device was explanted.

Event description:
Patient reported breast cancer (not device related), rupture, capsular contracture baker grade ii-iii and anxiety. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., d.6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii-iii.

Event description:
Patient reported breast cancer (not device related), rupture, capsular contracture baker grade ii-iii and anxiety. This record is for the left side. The device remains implanted.